Event description:
It was reported that patient underwent primary knee surgery on an unknown date. Revision procedure was performed on (B)(6) 2013 due to infection. No further information has been received.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product was returned. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Expiration date - unknown. Implant date - unknown. Manufacture date - unknown.